Event description:
A pentero was used for performing micro lumbar disc procedures. The illumination intensity was set at maximum for duration of 1 hour. The working distance to the skin was around 250mm. The spot illumination was not used during operations. At the end of the procedures, 2 pt's rec'd second degree burns. At the end of the first procedure, the surgeon noticed the burn on the surrounding area of the incision of the first pt had the shape of a circle. He believed that the burn was a reaction to the loban drape used in operation. At the end of the second procedure, the surgeon noticed the burn on the second pt also had the shape of a circle. He believed that it was from the light, not from any other source.

Manufacturer narrative:
A zeiss surgical field service engineer evaluated the pentero. It functions normally.